Event description:
A pt with an ICD and lead system had experienced oversensing/inappropriate shocks. An invasive procedure was performed and the physician found the lead impedance of the two unipolar (rate sensing) leads to be electrically open. The two unipolar leads were capped and a bipolar (rate sensing) lead was implanted. The ICD was electively replaced. Implanted: 7/28/94, out of service: 3/6/96. Implanted 19 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.